Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, nerve damage, endometrial ablation, anxiety and depression. Concurrent conditions included smoker, facial swelling, cervical cancer, dental abscess, gum swelling and cramp in lower abdomen. Concomitant products included escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), gabapentin and hydrocodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay"), toothache ("dental pain") and abscess ("abscess"). On an unknown date, the patient experienced dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with calcium, surgery (underwent treatment due to complications) and surgery (ablation). At the time of the report, the pelvic pain, vaginal haemorrhage, dental caries, dyspareunia, menstrual disorder, menorrhagia, abdominal pain, dysmenorrhoea, fatigue, toothache, abscess, abdominal distension, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, toothache and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Discrepancy noted in insertion date - (B)(6) 2009. She planning to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: occlusion of the fallopian tubes; in 2010: total bilateral occlusion. Procedure dictated: abdominal series: impression: no evidence of bowel obstruction or free air. Mild levoscoliosis. Wires in the pelvis apparently relating to previous surgery. Xr abdomen (kub): essure devices are seen in the fallopian tubes nonspecific bowel gas pattern. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal haemorrhage, abscess, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event anxiety were added. Concomitant and treatment medication were added. Incident - no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.